Event description:
It was reported by the customer that a pyxis anesthesia system had a blue screen issue. The customer stated that the device is not going back to blue screen of the startup screen after a restart. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a blue screen issue. The field service engineer dialed into device, noted eset 5 installed. The fse uninstalled v5, installed v11 and reinstalled rss 4,2. The system functioned as intended after the field service engineer troubleshooted the device.